Manufacturer narrative:
The initial MDR 2432235-2015-00402 was filed on september 14, 2015.corrected information (09/25/2015): the initial MDR states that the repeat results were not reported. During follow-up, the customer confirmed that the corrected results were issued for both of the patient samples.

Event description:
Discordant enhanced estradiol (ee2), total human chorionic gonadotropin (thcg) and progesterone (prg) results were obtained on two patient samples on an advia centaur cp instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate instrument, resulting different from the initial results. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ee2, thcg and prg results.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a total service call and replaced the aspiration port, the base pump, the membrane pump, and the peristaltic pump. The cse cleaned the luminometer, checked the dispense ports and the aspiration and ran quality controls, which were acceptable. The cause of the discordant ee2, thcg and prg results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant enhanced estradiol (ee2), total human chorionic gonadotropin (thcg) and progesterone (prg) results were obtained on two patient samples on an advia centaur cp instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate instrument, resulting different from the initial results. The repeat results were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ee2, thcg and prg results.